Event description:
(B)(4).

Manufacturer narrative:
We already contacted with the user facility. The repeatability of incident is not so height. The field service engineer investigated the device on site, and replaced some electrical parts. We are still following them, and could not decide the final conclusion for this incident.